Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event due to the driveline being disconnected; however, a specific cause for the event could not be conclusively determined through this investigation. The submitted controller event log file captured relevant events from 01oct2023 ¿ 06oct2023. A transient pump stop due to a brief driveline disconnection was captured on 06oct2023. The driveline was reconnected after approximately 21 seconds, and the pump appropriately ramped back up to speed without issue. The driveline was then disconnected again seconds later, consistent with the reported controller exchange. The system appeared to operate as intended at the stored patient speed while the driveline was connected. It was later reported there were no adverse effects or patient symptoms during these events. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot system alarms, including pump stop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. In addition, the sleeping section of the hm3 lvas patient handbook explains that heartmate 3 patients must be attached to the mobile power unit during sleep or any time when sleep is likely. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient performed a controller exchange at home on (B)(6) 2023. The patient had not reported this to their care providers until (B)(6) 2023 during a clinic visit. The patient reported having felt ¿weird¿ with no left ventricular assist device (lvad) alarms and decided to complete a controller exchange in an attempt to feel better. A review of the log file revealed no unusual events before the controller exchange. The pump operated as intended. The log file and controller alarm history showed multiple driveline disconnections and reconnections at the time of the controller exchange, which indicated to the care provider that the exchange may have been done haphazardly. Related MFR # 2916596-2023-08426.